Event description:
An angio-seal was selected for use. A pre-deployment angiogram was performed that confirmed a common femoral arteriotomy with no calcification at the puncture site. The physician inserted the angio-seal and set the anchor against the artery wall. The physician pulled back on the device to deploy it and upon pulling back, the suture locked-up. A small cut down was performed around the angio-seal sheath, so the tamper tube could be grasped and the collagen compacted. Hemostasis was achieved and the pt was stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined.